Manufacturer narrative:
(B)(4). Concomitant medical products: item# 909853 ; ziptight ankle syn fix sys-ti; lot# 691940. Item# 904759; ziptight ankle syn fixation-ti; lot# 253590. Item# 904759; ziptight ankle syn fixation-ti; lot# 253590. Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04709, 0001825034-2019-04710, 0001825034-2019-04711. Remains implanted.

Event description:
It was reported that during surgery while reducing the device, the suture fractured. There was a delay of 1.5 hours as a result of this event. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by a review of the provided picture. Visual examination identified that the device is pictured with only the needle and white suture. The toggle, top hat button and remaining assembly are missing. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.